Manufacturer narrative:
The device has not been returned for evaluation.

Event description:
It was reported that blood leakage was observed at the lumen at the fiber optics connector (blue connector). The catheter was changed over the wire. It was further reported that fluid leakage was observed from another lumen, when a bolus of blood or IV solution administer was performed. There was an increase in cvp - went up 13 to 100 when giving bolus of blood. No pt complications were reported.